Event description:
It was reported that the infusion set connector on the ilet system felt loose, with no leaks or visible damage, and the user was guided through a full infusion set change using insets as education and troubleshooting; the issue aligned with an infusion set fitting problem at the connector/coupler and an incorrectly attached infusion set connector. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem at the connector/coupler consistent with a fitting problem and an infusion set connector attachment issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.